Manufacturer narrative:
Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-tests due to a constant pump error 130. No pump error 38 was noted. Unable to confirm the pump error 38 due to the constant pump error 130 alarms due to a loose or disconnected motor flex connector. The pump was received with minor scratches on the lcd window, a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error before and after a battery change. Customer's blood glucose was 167mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.